Event description:
It was reported that the ams 700 implantable penile prosthesis right cylinder was implanted. The left corpus is non-existent and the left cylinder tube was plugged with the deactivation plug. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.